Manufacturer narrative:
(B)(4). The reported condition of a channel a failure was confirmed but not reproduced during product evaluation. The cause of the reported condition was found to be due to moisture in the channel. The pump tubing channel was cleaned and inspected to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 810:11, which interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.